Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Device distributor reported on behalf of the home care user that the patient received multiple occlusion alarms. The patient performed a system check which determined the tubing to be the cause of the alarm. She also disconnected from her site, ran an 8 unit insulin bolus, and got the occlusion alarm. The patients blood glucose level was 466 mg/dl. The patient planned to use insulin shots to treat the high blood glucose and planned to change the tubing. No patient injury was reported.